Event description:
The customer reported having high blood glucose. The blood glucose at time of the call was 553 mg/dl. Troubleshooting was performed. All programming, bolus history, time and date were correct. Ran a fixed prime and high pressure tests and passed. Advised to customer's spouse that the device was working properly. However, the spouse stated that he will take the customer to the hospital since her blood glucose rose again to 562 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.